Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the insulin continues to come out when the insulin pump rewinds. Caller stated that they had a no delivery alarm due to the reservoir being empty. Customer was not getting any numbers to appear on the screen. Customer stated that they are unable to exit the preparing to prime loop. Customer's current blood glucose was 108 mg/dl. Customer stated that they were not wearing the pump during priming. Troubleshooting was performed and customer was advised to monitor the pump. Customer was also advised to do a complete set change.